Manufacturer narrative:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the platform was examined and found physical damage on the load plate cover. This observation is attributed to mishandling. The device was functionally tested and displayed a "system error, out of service, revert to manual CPR" message on the user control panel. The root cause of the issue was due to the communication error from the drive train motor. After replacement of the load plate cover and clearing of the error message by using the autopulse vision software, the console was further tested and passed all final specifications without any further issue observed.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed a "system error, out of service, revert to manual CPR" message on the user control panel.